Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, and it was hard to open it. A customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the bearing cage that had escaped from the slide. A field service engineer replaced the entire drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.